Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. A return sample for eval is not expected. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. One similar complaint has been made in the last twelve (12) months. The incident was investigated and found to be the result of end-user error. The end-user inadvertently attempted to irrigate via the inflation port. The irrigation port is clearly marked and colored blue to distinguish it from the inflation port. Therefore, no additional investigative steps, root cause analysis, or corrective action will be performed and the complaint will be closed. A suggestion was made by the reporter that the two ports should be further from each other or making another kind of connection in the luer connection. Note: the actual date of event is unk, so the date used was the date convatec became aware. Reported to the FDA on (B)(4) 2014.

Event description:
It is reported that the health care professional intended to irrigate the device, but inadvertently connected the syringe to the inflation port, causing over-inflation of the balloon.